Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported a malfunction/issue occurred. On (B)(6) 2021 it was reported that the patient experienced an adverse event which occurred an unknown day after the sensor had been inserted. It was reported that the patient experienced a serious malfunction in (B)(6) 2023 that resulted in a seizure. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 06/09/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.